Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient's implanted infusion pump containing dilaudid (10mg/ml at 5.4mg per day). The indications for use included non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2017, it was reported that the patient's personal therapy manager displayed code (B)(4), indicative of a reset. After travelling to the patient's home to read the pump, the healthcare provider reported that it was found that the pump logs displayed multiple resets due to low battery. No patient symptoms were reported. Troubleshooting did not occur because the healthcare provider was not with the patient during the initial call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.